Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00705, 0001825034-2021-00706, 0001825034-2021-00707, 0001825034-2021-00710, 0001825034-2021-00711. Concomitant medical products: item#: 200502, vhs intermediate plate 78.5mm; lot#: unknown. Item#: unknown, unknown cortical screw; lot#: unknown. Item#: unknown, unknown cortical screw; lot#: unknown. Item#: unknown, unknown cortical screw; lot#: unknown. Item#: unknown, unknown lag screw; lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, vhs intermediate plate 78.5 and unknown cortical screws location is unknown, unknown lag screw remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient previously had a hip plate implanted. Subsequently, patient underwent a revision procedure due to pain. The plate and cortical screws were removed. The lag screw was unable to be removed and was left in place.

Manufacturer narrative:
(B)(4) multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00705-1, 0001825034-2021-00706-1, 0001825034-2021-00707-1, 0001825034-2021-00710-1, 0001825034-2021-00711-1. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.